Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in april of last year they were receiving an MRI of their head, and they could feel shocks while they were in the machine. The patient stated that they were so scared they held their butt up off the table while receiving the MRI. Patient also mentioned related medical history. Patient stated that they were receiving "muscle shots" to assist with their bladder problems, and they worked great for about 4 months. Then, the doctors had to put a catheter in their vagina. The patient reported that ever since having the catheter in, the shots no longer work. The documented reported comments. The reason for the call was the patient said yesterday they had an MRI, and theycalled medtronic yesterday morning to make sure they got it turned off an hour or two before the MRI and were told how to do it, but the MRI facility said they could not do it. Re viewed MRI information and redirected to their doctor. Pt said their doctor was no longer there, and pt has moved. Offered and sent listings. The patient mentioned unrelated medical history. This included a patient who said they had brain surgery for a tumor and had to take out a chunk of their brain . They get mris once a year and have trouble remembering things.